Manufacturer narrative:
The current instructions for use contains the following: "precautions, orthodontic appliances, or parts thereof, may be accidently swallowed or aspirated and may be harmful.". The treating doctor believes that the episode was due to the use of the aligners. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the (required intervention to prevent permanent impairment or damage) and the invisalign system aligners were being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required medical intervention to prevent permanent impairment/damage and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reports that the patient swallowed a part of the lower aligner and got stuck in the esophagus. The patient required hospitalization and for medical intervention the patient required an endoscopy to remove the piece of the aligner. The doctor was asked about the medical report, but they can't provide it. It is unknown if any medications were prescribed. Medical report was done, but treating doctor could not provide it. The patient didn't stop the use of the product but might stop the use.